Event description:
An endurant ii limb was intended to be implanted during the endovascular treatment of a 60mm aaa. It was reported that during device inspection prior to implantation, a gap was observed at the connection between the proximal tip and the sheath. A kink was also noted at the proximal end of the sheath. During the procedure, the tip of the delivery system successfully reached the access site. However, the delivery system could not be advanced through the blood vessel. Despite multiple attempts, it was not possible to advance the device through the access site along the guidewire. It was confirmed that there was no damage noted to the device when in the box prior to use and no difficulty was encountered when removing the device from its packaging. The device was prepared as per the instructions for use. Another endurant limb was implanted instead. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: a bend was evident to the graft cover. Deformation was evident to the graft cover at the bend site. A gap of approximately 1 mm was evident between the graft cover and taper tip( specification 0.5mm). A kink was evident to the stent graft and graft cover immediately distal to the stent stop. It was not possible to advance an in-house 0.035¿ through the kinked section of the guidewire lumen. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.